Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault. A ge healthcare service representative was unable to confirm the reported issue. The resolution is unknown.

Event description:
The hospital reported the unit had a large leak, discovered during pre-use checkout. There was no report of patient involvement.